Manufacturer narrative:
During follow-up, the patient reported there was no defect or malfunction with the ultra 14 product but insertion was painful due to the uti. The patient reported she did not know the lot number. When she went to the ER on (B)(6) 2020, they catherized her with a size 12 french which was less painful.

Event description:
Intermittent catheter patient (user) reported she has a uti while using the ultra 14 catheter, and the catheters were painful to insert. She said she went to the hospital and they used a smaller size which she found more comfortable. During follow-up, the patient reported was treated and released from the ER, and taking an antibiotic that was prescribed to her.